Event description:
It was reported that the tourniquet pump was randomly powering off during testing. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
The pump has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.